Manufacturer narrative:
The suction tube (mco771-2-5) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation verified the complaint as valid. The tube was broken near the welding. Root cause - considering the manufacturing date and that the suction tube is malleable, this issue is probably due to a normal wear and tear of the device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the suction tube (mco771-2-5) purchased in 2021 was broken. It is unknown whether the product was in use on a patient or if there was an increase in surgery time. However, it was reported that no patient injury or death occurred.